Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hysterectomy procedure, the tip of the blade was broken off. The piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.